Event description:
This case was initially received via regulatory authority (reference number: mw5081482) on 20-nov-2018. The most recent information was received on 04-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding,been bleeding terribly"), salpingitis ("I can feel my fallopian tubes. It feels inflamed often") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,chronic abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("joint pain all over my body mainly my wrist, knees and neck"), back pain ("back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (scheduled for hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, feeling abnormal, genital haemorrhage, pelvic pain, salpingitis and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2007. Hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Most recent follow-up information incorporated above includes: on 4-dec-2018: maude case received. New events: back pain, autoimmune disease,brain fog, I can feel my fallopian tubes, it feels inflamed often and joint pain added. New reporter added and reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081482) on 20-nov-2018. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('I can feel my fallopian tubes.it feels inflammed often'), device dislocation ('coils were migrated') and genital haemorrhage ('heavy abnormal bleeding,been bleeding terribly') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain,chronic abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("joint pain all over my body mainly my wrist, knees and neck"), back pain ("low back pain"), feeling abnormal ("brain fog"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (scheduled for hysterectomy and hysterectomy). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia, feeling abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, device dislocation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006 in current follow up reported as: (B)(6) 2007 hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Discrepancy noted - the plaintiff states that she didn¿t undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 20-nov-2018. The most recent information was received on 16-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('I can feel my fallopian tubes. It feels inflamed often'), device dislocation ('coils were migrated') and genital haemorrhage ('heavy abnormal bleeding,been bleeding terribly') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain,chronic abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("joint pain all over my body mainly my wrist, knees and neck"), back pain ("low back pain"), feeling abnormal ("brain fog"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (scheduled for hysterectomy and hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia, feeling abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, device dislocation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2007. Hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Discrepancy noted - the plaintiff states that she didn¿t undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081482) on 20-nov-2018. The most recent information was received on 17-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('I can feel my fallopian tubes. It feels inflamed often'), genital haemorrhage ('heavy abnormal bleeding,been bleeding terribly') and autoimmune disorder ('autoimmune disease') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain,chronic abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("joint pain all over my body mainly my wrist, knees and neck"), back pain ("low back pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (scheduled for hysterectomy and hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia, feeling abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2007. Hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-13227) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: social media reporter was added, who congratulated to becoming e-free ("scheduled" hysterectomy was changed to hysterectomy). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081482) on (B)(6) 2018. The most recent information was received on 17-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('I can feel my fallopian tubes.it feels inflammed often'), genital haemorrhage ('heavy abnormal bleeding,been bleeding terribly') and autoimmune disorder ('autoimmune disease') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain,chronic abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("joint pain all over my body mainly my wrist, knees and neck"), back pain ("low back pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (scheduled for hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia, feeling abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, dysuria, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, dysuria, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2007. Hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems, migraines and headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081482) on 20-nov-2018. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('I can feel my fallopian tubes.it feels inflammed often'), device dislocation ('coils were migrated') and genital haemorrhage ('heavy abnormal bleeding,been bleeding terribly') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain,chronic abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("joint pain all over my body mainly my wrist, knees and neck"), back pain ("low back pain"), feeling abnormal ("brain fog"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (scheduled for hysterectomy and hysterectomy). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia, feeling abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bladder disorder, device dislocation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2007. Hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Discrepancy noted - the plaintiff states that she didn¿t undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received event " coils were migrated" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.